Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The alert was based on high short interval counts (sic) and fast non sustained ventricular intervals. The patient had several non sustained ventricular tachycardia (vt)showing noise on the rv egm channel. It is suspected that the noise artifacts on the rv lead signal are from electromagnetic interference. The lead remains in use. No patient complications have been reported as a result of this event.